Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms described as "broke out into sweat", dizziness, tired, and lost consciousness and was unable to self-treat, requiring non-hcp treatment of glucose. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 55mg/dl was compared to an competitor brand meter result of 170 mg/dl. The length of sensor wear was 4 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.